Manufacturer narrative:
Device not returned. Due to patient privacy regulations, the sample device was not returned, therefore, the root cause of the reported perivalvular leak and insufficiency cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 1 month due to perivalvular leak. Per the operative report, the patient developed a perivalvular leak. Tee confirmed perivalvular leak and severe aortic insufficiency. The ascending aorta was opened just cephalad to the previous aortotomy. This turned out to be somewhat high in the aorta. This aortotomy was carried down and almost to the top of the commissure between the left and the non sinuses. Again, this was somewhat high and down and in slight of a tunnel, but was ultimately visualized. The old valve was clearly identified with supra-annular pledgets. Once the valve was removed, there was a slight amount of debridement that could be done for the valve. The valve was noted to be dehisced along the left and the right side along the septum. A 25 magna bovine pericardial valve was sewn into place utilizing 1 2-0 ethibond pledgeted mattress sutures with pledgets placed underneath the annulus of the ventricular side. These were placed actually quite deep and secure due to the patient's previous history of having perivalvular leaks. The valve was seated and tied securely.